Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose (bg) levels reached dropped to 43 mg/dl while wearing the pod between 4 and 24 hours. A coworker called the fire department, who came to the patient's aid and treated him with glucagon intravenously. Patient also ate candy and drank juice, and bg levels returned to a normal range.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.